Manufacturer narrative:
The reported events were failure to capture, failure to sense, cardiac perforation, and patient deceased. The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Tip stiffness testing was performed due to the reported event of cardiac perforation and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient passed away on (B)(6) 2024.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to capture or sense. The lead was found to have perforated the cardiac tissue and cardiac tamponade resulted. Perforation was confirmed via fluoroscopy. The procedure was abandoned. The patient developed bradycardia and passed away two days following procedure.